Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was indicated by the patient's family member that the patient developed a heart complication approximately four days after the cardiac resynchronization therapy defibrillator (crt-d) was implanted and the patient died. Additional information received indicated after crt-d change out, the patent was taken to the operating room (or) for impella ventricular assist device (vad) right side insertion. While in the or the patent went into cardiac arrest. Resuscitation was started and rosc (return of spontaneous circulation) was achieved. The patient was taken to the intensive care unit ICU placed on medication for pressure support and required intubation. The patient later found to be in pulseless electrical activity (pea) and resuscitation attempted again but the patient was unable to be resuscitated.